Event description:
The provider stated the end user plugged the bed into an ungrounded outlet. During a storm, lightening struck and the end user heard a pop. The end user stated fire came out of the junction box causing the bed and mattress to catch on fire.